Manufacturer narrative:
(B)(4). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was not able to complete the left ventricular automatic threshold (lvat) test. An alert was recorded in the remote monitoring system due to this issue. Some noise was reported on the presenting electrogram, so the patient was to be brought into the clinic for troubleshooting. Technical services reviewed the available data and noted the noise was present only on the right ventricular (rv) channel and appeared consistent with myopotential activity. No noise was observed on the lv channel. The reason for the failed automatic threshold tests appeared to be caused by fusion beats. If the peak morphology does not fall in the capture detection window, but is above the activity detection threshold (can be seen as a threshold for the evoked response channel), the pace is labeled as fusion. Four consecutive fusion beats will end a test. It was recommended to consider programming off the lvat and set fixed threshold to avoid the device being permanently in the suspension mode with outputs of 5.0 v. Before the patient presented for the follow-up, the remote monitoring system issued an alert for a high, out-of-range shock impedance measurement of 126 ohms. It was noted the right atrial (ra) lead pacing impedance measurements had also increased, but were still within normal range. At the device check, commanded shocks of 1.1 joule and 41 joules were delivered to test the integrity of the rv lead. The shock impedance measurements were normal at 76 ohms and 90 ohms, respectively. During the troubleshooting, noise consistent with the minute ventilation (mv) sensor was observed on the ra lead. The mv signals were not oversensed by the device and no inappropriate episodes were stored due to the artifact. Further testing was performed on the ra lead, but no noise and no jumps in pacing impedance measurements were created. The mv sensor was programmed off. Also, the lv output was programmed to fixed instead of auto to resolve the observation of the failed lvat. The physician has elected to increase the remote monitoring follow-ups to every two weeks to monitor the ra and rv leads. The device and associated leads remain implanted and in service. No adverse patient effects were reported.